Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed via an external FDA medwatch report that the customer experienced repeated loss of sensor signal and loss of communication between the sensor and pump following a transition to a newer sensor system. The event involved product(s) mmt-5120a,mmt-1884 . The customer reported that sensors initially paired successfully and functioned for a short period but then displayed a ¿cannot find sensor¿ message and became unusable, with multiple sensors failing prior to the recommended wear duration. The issue was described as intermittent sensor malfunction and loss of paired connection. No further customer complications were reported. No product replacement is required for mmt-5120a,mmt-1884.